Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units screen darkened with an alarm sound and the drive stopped. After restarting the power supply, there was no reproduction and it was possible to use it without problems. After the replacement machine was brought in the next morning, the equipment was replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6 (health effect - clinical, type of investigation, investigation findings, component, investigation conclusions). A getinge field service engineer (fse) was dispatched to investigate the issue. When the unit was powered back on, there were no issues. The fse found fault codes 111,112, and 118 in the fault logs. The fse replaced the executive processor board (d670-00-0770) and video generator board (d670-00-1182). The unit passed all safety and functional tests and was returned to the customer for clinical use. The following was performed by the failure analysis and testing (fat) department. The failure analysis and testing department received the following parts associated with this complaint: pn: 0670-00-1182 sn: (B)(6) _spv video gen. Board pn: 0670-00-0770 sn: (B)(6) _spv exec. Processor board these parts were received with a reported unit failure message of the screen darkened with an alarm sound and the drive stopped. Performed visual inspection of this parts received and parts looks to be in good condition. Installed the video gen. Board and exec. Processor board into the cardiosave test fixture sn (B)(6) and tested together and separately to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of screen darkened with an alarm and unit stopped pumping. The failure analysis and testing department pumped the unit for 3 hours and did not observe the screen becoming dark with an alarm and unit stop pumping. Video gen. Board and exec. Processor board passed testing. Sending both boards to the supplier for analysis as per procedure 0002-07-d008 rev ap. The following investigation was performed by the failure analysis and testing dept. (Fat) the fat dept. Received part number 0670-00-1182 video gen. Board serial number (B)(6)_spv from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier found that fct failed due to a touch screen error. The supplier replaced u41 and thermal pad, then retested fct, and passed. Please see attached document for investigation received from the supplier. The failure analysis and testing dept. Installed part number 0670-00-1182 video gen. Board, serial number (B)(6) _spv into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev. Aq. Failure analysis received from the supplier for pn 0670-00-0770. They stated that the part passed with no issues. Root cause is still not confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar.